Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the customer received critical pump error. The event involved the product mmt-1812. Troubleshooting was performed for critical pump error/open book image. Troubleshooting outcome was the non-serialized products would be replaced. No product is expected to return. Based on all available information, the cause, most likely cause, or suspected cause of the event cannot be determined. The investigation concluded that the reported event is included in medtronic's trending and monitoring program for product performance, therefore, no further investigation is required.

Manufacturer narrative:
Pump was received with a critical pump error (open book image) alarm. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on03/12/2024 21:48:27.000 and twice on 03/12/2024 21:48:38.000 in the pump detail trace file. Pump error 63 alarms variable 15 (twi) (line number 147 file number 2017), suspected on hw. (Esf# 3926945).pump was cut open to perform visual inspection and found moisture damage on the force sensor and motor. The pcba 1, and pcba 2 were corroded. Successfully downloaded history files and traces using thump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: minor scratched display widow, scratched case, cracked case at the battery compartment above the battery lock icon, pillowing keypad overlay, and stained keypad overlay. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 12-mar-2024. 03/11/2024 11:54:00.000 alarmalertnotification (40 faultnumber: lowbatteryalert (104)03/11/2024 21:09:16.000 batteryremoved (55)03/11/2024 21:09:16.000 alarmalertnotification (40) faultnumber: batteryremoved (84)03/11/2024 21:09:27.000 batteryinserted (44)the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Lowbatteryalert (104) - not confirmed. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarms confirmed due to corroded electronic assembly. Exposed to moisture confirmed (found during visual inspection). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.